Event description:
Since pump implant surgery, the pt experienced lethargy, somnolence, and was more difficult to awake. On (B)(6) 2010, the pt was in the ER (emergency room). The hcp (healthcare provider) considered stopping the pump. The pump delivered lioresal 500 mcg/ml. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).